Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade ii/iii explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with a 250cc mentor smooth round moderate profile on both sides and experienced left side breast implant deflation, and right side capsular contracture; baker grade ii/iii on her right side postoperatively. Deflation was confirmed via MRI. As a result, the patient will undergo bilateral explantation and replacement with allergan devices on (B)(6) 2022. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On june 8, 2022, the mentor failure analysis lab received the device for evaluation. On june 13, 222, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 250cc breast implant had a crease/fold extended from the anterior to the posterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 14, 2022, mentor became aware that the replacement devices used were natrelle saline-filled implants catalog number 68-180; serial number (B)(6) on the left side and catalog number 68-180; serial number (B)(6) / sn (B)(6) on the right side. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 18, 2022, mentor became aware that patient also experienced bilateral breast pain and date of event was (B)(6) 2017. Hence, corresponding field(s) has been updated on this form. Capsular contracture reported under initial submission covers breast pain for the right side. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).